Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 100 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems' safety mechanisms failed to cover their needle. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered that the safety mechanism did not cover needle (100)."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 100 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems' safety mechanisms failed to cover their needle. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered that the safety mechanism did not cover needle (100)."